Event description:
It was reported that the pump emitted 2 low battery warnings at 3:50 and 3:54am on (B)(6) 2011. The patient checked their blood glucose level at 4:00am and it was 400mg/dl. The patient reportedly experienced abdominal pain and ketones were present. The battery was reportedly changed around 3 am on (B)(6) 2011. The battery cap was reportedly not loose, but the screen was flickering and the verification screen would come on and off. The battery compartment is reportedly cracked. This report is being made based on the reported elevated blood glucose levels with abdominal pain and ketones.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.